Event description:
The customer reported a problem with her free style flash blood glucose meter. She reported that "she woke up in the morning and checked her blood sugar and the reading was 183 mg/dl". She dosed with insulin and after unspecified period of time experienced the following symptoms: "sweaty, loss of consciousness." The paramedics were called and took the customer's blood glucose and the reading was 20 mg/dl. The customer was taken to the mid state hospital. It is unk what kind of medical treatment was rendered to ameliorate the customer's symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.